Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and concern of alcl.

Event description:
Healthcare professional reported "patient has clinical data of contracture (baker grade I)", "spontaneous seroma with severe pain, volume increase, and hyperemia", "anaplastic large cell lymphoma", and "probably carrying giant cell peri-prosthetic lymphoma due to the presence of textured breast prostheses". Physician "considers the patient a candidate to carry out the diagnostic tests {for alcl}"; histopathological markers, final pathology, and cytology not provided. "General malaise, easy fatigue, myalgia, arthralgia, asthenia and adynamia" were reported but not considered device related. The record is for the left side. The device has been explanted. Closed capsulectomy, therapeutic ultrasound, antibiotics, and anti-inflammatories used for treatment.

Event description:
Exams showed negative results for alcl.